Event description:
It was reported that during a repair performed by a getinge field service engineer (fse), the cardiosave intra- aortic balloon pump (iabp) had a broken pin on the front end board. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional information: name - (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the repair replaced the front end board to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.